Manufacturer narrative:
Device evaluation summary: device evaluation of battery sn (B)(4) has been completed. The reported problem (unable to power on monitor) has been confirmed. As received, the battery was unable to power on a monitor or charge. The battery housing was physically damaged, which prevented the battery from fitting in a monitor. The root cause for the damaged housing was physical abuse. No adverse event resulted from the defective battery.

Event description:
A us distributor returned a battery and reported that the battery was unable to power a monitor.